Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter had an "error 5" issue. The patient tests her blood glucose 8-10 times a day. She takes humolog insulin via an insulin pump and takes bolus dosages based on her meter readings. The patient indicated that the alleged meter issue started one month prior, in the afternoon. The patient stated that she had gotten the meter that day but was unable to test for two and a half days because of the "error 5" issue. During those two and half days, the patient guessed on how much sliding-scale insulin to take using her insulin pump. On an unspecified date/time after the alleged issue began, the patient developed symptoms of frequent urination and thirst. She administered self-care by drinking fluids. She denied seeking/receiving medical intervention from a health care provider. After the symptoms had developed, the patient purchased test strips for a backup meter and was able to test her blood glucose. She reportedly obtained a result of "300 mg/dl." The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan wil inform FDA of the results in a supplemental report.